Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
The patient developed an area of erosion at the site of the rns-320 ferrule clamp. The incision site was revised and the neurostimulator was replaced to address the event.